Event description:
A distrubuting customer reported that a user facility experienced an under infusion of drug (5-fu) during test trials on a disposable ambulatory infusion system. The drug delivery stopped at approximately 50%. The 2-day infusion rate was controlled by a flow-restricted administration set. The distributing customer evaluated several systems and determined that the cause appeared to be occlusions caused by drug-precipitate (5-fu) at the flow restrictor.